Event description:
It was reported that during a supply change the user observed fluid leaking from the insertion set connector while filling the cartridge past 90 units, despite the cartridge showing no damage and proper change protocol being followed; the user replaced the cartridge and connector with new supplies and completed the change without further leaking. Investigation included customer-care guided troubleshooting and user re-education, along with collection of lot information for the cartridge and connector. Investigation of this case revealed that leakage was limited to the connector interface and resolved with replacement of supplies. It was concluded that, based on previously established findings for similar reports, the event was consistent with a connector leak that did not recur after using new supplies. No symptoms were reported by the user during the event, and no reported adverse clinical effects. Outcomes included no need for medical intervention and no alarms or alerts at the time of call.